Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction code. Tandem technical support assisted the customer with clearing the code and insulin delivery was resumed. Blood glucose (bg) level ranged from 258-447 mg/dl and an extended bolus was delivered to address the bg. The customer did not think the pump was functioning after the malfunction as the bg was not lowering. A pump system check was performed and no device issues were identified. Upon follow-up, the bg had lowered to 287 mg/dl.